Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had erroneous result reporting issues along with crashing issues. No report of injury or medical intervention. No report of blood exposure to mucous membrane.